Event description:
One endeavor sprint drug eluting stent was implanted in the lcx during index procedure. Approximately 56 months post index procedure a myocardial infarction occurred.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During a previous revascularization to treat unstable angina and instent restenosis the lcx was treated with balloon angioplasty and the rca was treated with a resolute integrity drug eluting stent. The patient recovered.